Event description:
Blunt end of needle (rubberized end) that goes into the vacutainer tube, bends and then will not draw into the vacutainer tube, bllod runs on the outside of the tube, rather than into the tube. Dates of use: 2008. Diagnosis or reason for use: to transfer blood into. Event abated after use stopped or dose reduced? No. See scanned page.